Manufacturer narrative:
(B)(4). This is a report of a patient who was connected to the homechoice during the prime cycle. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The patient is also told to verify that the patient line is properly primed before connecting. The guide warns the user that connecting the transfer set to the patient line before connect yourself appears on the display screen may result in iipv, and also warns the user that connecting yourself before connect yourself appears can cause air to be delivered to your peritoneal cavity. A formal review of the label for the product family will be conducted. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a care giver (cg) was confused and connected the home patient (hp) while the homechoice machine was priming. The technical service representative (tsr) advised the cg to disconnect the hp. The tsr instructed the cg to connect when the machine display shows 'connect yourself'. The tsr reiterated the cg should never connect the hp while machine primes. The tsr advised to start over with new supplies. There was no patient injury or medical intervention.